Manufacturer narrative:
A wallflex biliary delivery system was received for analysis; the stent was not returned. The outer sheath, the stainless steel tube handle, and the trailing handle were detached and were not returned. Visual examination found the inner member was kinked. No other issues were noted. The kink noted to the delivery system was consistent with the application of excessive force when resistance was encountered during delivery system withdrawal. The detachment of the outer sheath, stainless steel tube and the trailing handle may have happened when the physician cut the catheter under the handle. The investigation concluded that most likely anatomical or procedural factors such as characteristics of the lesion, tight anatomy, handling of the device, the technique used by the user, and the normal procedural difficulties encountered during the procedure may have limited the device's performance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was implanted in the biliary duct for biliary drainage during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient had a cholecystostomy. The anatomy was narrowed, tortuous, and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2018, during stent placement procedure, there was difficulty advancing the delivery system in the bile duct. The stent was deployed; however, upon removal the delivery system got stuck, was impossible to reconstrain and it was unable to be removed from the patient. Reportedly, the physician cut the delivery system under the handle, and the patient had the catheter inside the mouth for two days. On october 25, 2018, after consulting with an expert center, the catheter was pulled out, and the stent was removed with a snare.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was implanted in the biliary duct for biliary drainage during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient had a cholecystostomy. The anatomy was narrowed, tortuous, and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2018, during stent placement procedure, there was difficulty advancing the delivery system in the bile duct. The stent was deployed; however, upon removal the delivery system got stuck, was impossible to reconstrain and it was unable to be removed from the patient. Reportedly, the physician cut the delivery system under the handle, and the patient had the catheter inside the mouth for two days. On (B)(6) 2018, after consulting with an expert center, the catheter was pulled out, and the stent was removed with a snare.